Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized twice due to high blood glucose levels. The dates were (B)(6) 2013. The blood glucose levels were greater than 800 mg/d and greater than 400 mg/dl. The customer experienced shortness of breath, dizziness, stomach pain and couldn't walk very well. The customer found out she also had a bladder infection. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump gave some alarms yesterday, and she is feeling uncomfortable with it. Offered to continue troubleshooting, but the customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty connector on interface board. Several boluses were programmed and delivered. No history anomaly noted. The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump recorded boluses properly in bolus history.